Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. This event occurred during dwell cycle three of peritoneal dialysis therapy, while the patient was connected. There was nothing found during troubleshooting that could have caused the reported alarm. The reporter stated that after the alarm occurred, they shut the homechoice off and on several times, and then experienced a check supply line alarm. The technical service representative (tsr) identified an occurrence of the 2367 alarm in the event history log. The tsr assisted the patient in clearing the alarm and advised the patient to call their nurse in the morning. The patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.